Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient is on hospice and received 96 shocks due to noise on the rv lead. The device is now eos.